Manufacturer narrative:
This is a final report. The medical event was related to the purchase of incorrect product. Hence there is no indication of a product malfunction. Therefore no investigation of the product is required.

Event description:
Customer's daughter reported customer purchased freestyle classic test strips to use with her freestyle freedom lite blood glucose meter. She further reported the meter would not turn on with them and so customer was unable to test her glucose. It was further reported customer subsequently experienced nausea and weakness. Customer self-presented to her healthcare provider and was diagnosed with hyperglycemia. Caller noted customer's tube feeding food was changed and she was given a new unspecified "pill", which was a change from her normal medication regimen. Customer denied self-treating. There was no report of death or permanent injury associated with this event.